Event description:
The customer indicated that they created test orders for two patients, a and b, with sample ID's: (B)(4), respectively. Due to a problem with the patient a sample, the customer was not able to get a sample drawn for sample ID (B)(4). The customer indicated that they drew a sample; ID (B)(4) for patient b. However, when they placed patient b's sample on the instrument, the instrument ran the test order for ID; (B)(4), patient a, instead of the sample for (B)(4), patient b. The customer was able to confirm this based on the patient name on the test report. There were no results reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the incorrect test order.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse tested the sample ID and barcode reader using instrument diagnostics. The fse was not able to identify any problems with the sample barcode readers or instrument. Instrument msglogs that document what samples are loaded on the instrument did not show that sample ID (B)(4) was ever placed on the instrument. The fse determined that the cause for the incorrect test order on a patient sample was user error. The instrument is performing within specifications. Further evaluation of the device is not required.